Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced unexplained low blood glucose, with blood glucose of 27 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as incoherence. The customer was most likely wearing the insulin pump during the incident. The customer believes the pump was over delivering insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. No possible over delivery anomaly noted.